Manufacturer narrative:
The lens was returned. Solution was dried on the lens. One haptic was bent. The other haptic was extended into a drain hole of the lens case. The optic was scratched. The customer indicated the use of a non-qualified cartridge. The lens model diopter was beyond the range that is qualified for use in this cartridge. The cartridge product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Two viscoelastics were indicated, each qualified for this lens with the qualified cartridge combinations. The product investigation could not identify a root cause. Information was provided by a health care professional (hcp) that the root cause of the event was unrelated to the iol. In the surgeon's opinion, the iol did not cause/contribute to the event. No explanation was provided. The replacement lens model and diopter were not provided. (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A nurse reported an intraocular lens (iol) that was exchanged due to poor vision (uncorrected) after surgery, residual hyperopia, and astigmatism. Additional information was provided by the surgeon, who reported that in his opinion the iol did not cause/contribute to the event. No explanation was provided.